Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during the procedure, a portion of the blue insulation detached from the device and fell into the pt cavity. The material was retrieved. Another device was used to complete the procedure without incident. There was no pt injury.